Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had a failed drawer. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) performed a troubleshot and found that the row board cable connections had oxidized. The fse reseated the cables and cleared debris from the drawers. Testing was resumed, and no further issues were noted. The system functioned as intended after the field service engineer repaired the device.